Manufacturer narrative:
The insulin pump passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump failed audio beep test was failed. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.